Event description:
It was reported that a patient underwent a sling procedure in 2007. After the procedure, the patient experienced a rough feeling in the vagina. The patient had developed a midline, suburethral, one-centimeter sling exposure and topical estrogen cream was given. The surgeon opines that the cause of the sling exposure was possibly atrophy. The surgeon plans to excise the exposed sling if estrogen cream does not resolve the sling exposure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.